Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their scheduled 45-day follow-up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the closure device had embolized out of the laa and was positioned in the descending aorta of the patient. The patient was not reported as having any symptoms and the aorta still had good flow to the patients lower extremities. At the time of this event no intervention was performed to retrieve the device from the patient. The patient was discharged from the hospital with no plan for intervention, but would consider their options. At an unknown time the patient died. The official cause of death was respiratory failure. The physician does not believe the device embolization was related to the patient death.